Event description:
It was reported that numbers were scrolling on the insulin pump and his blood glucose was high at 460 mg/dl. It was also stated the customer was having to change out the battery weekly. Troubleshooting was not possible at the time of the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.